Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. The device was returned in the protective hoop. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen. The balloon was loosely folded. The device presented exit notch damage as well as tip damage. The device was functionally tested by attaching an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated and maintained pressure as well as deflate with no issues. Product analysis didn't confirm the reported event, as during functional testing the balloon inflated to rated burst pressure with no issues immediately.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.